Manufacturer narrative:
The zio monitor was not returned to irhythm for evaluation. The patient has no known history of reactions to medical adhesive or sensitive skin. The exact cause of the reported event cannot be determined. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient's chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with signs of an allergic reaction allegedly caused by the zio monitor and adhesive. The patient experienced redness and itching 3 days after application of the device. After sending a photo to their doctor, they were advised to visit the emergency room due to signs of blisters and an apparent allergic reaction. The device was removed in the ER and accidentally discarded. The healthcare provide diagnosed the condition as dermatitis and prescribed a steroid cream as post-care treatment.